Manufacturer narrative:
B3: the exact date of the event is unknown. The provided event date, 12/01/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/20/2023. D4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. H6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date. After the procedure, at the time of the simulation, a possible infiltration of the rectum was noticed. Repeat diagnostic magnet resonance imaging (MRI) was performed. In the axial images the hydrogel appears to be in the correct location at the base of the migland. There was an axial slice, that showed the hydrogel appear to be rectal wall infiltration, some hydrogel was seen under the serosa and close to the mucosa. The sagittal slice confirmed the position of the hydrogel in the apex and approaching to the mucosa. This position of the hydrogel takes up less than 25% of the circumference of the rectal wall. The patient's condition was reported as unknown at the moment of this report. The patient was planned for stereotactic body radiation treatment (sbrt) however, it was not unknown if their treatment has started, delayed or changed. No further information has been obtained despite good faith efforts.